Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient had weakness in her right leg after her device was implanted. The patient underwent an explant procedure. Symptom was procedure related.